Event description:
It was reported that during an unk procedure, a patient was brought back to the or two days post op while still in the hospital it was found that her hemoglobin went from 14 to 7. A bleed at the staple line of the jejunostomy was found. The bleeding on the staple line was repaired by over sewing the staple line. Patient is in ICU but stable. There is no device available for return.

Manufacturer narrative:
(B)(4) . Date sent: 9/11/2023 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: dr. (B)(6) ¿ switched to ethicon from covidien in april. In recent use of the ethicon device, he is seeing more staple line bleeding then with covidien stapler. When the staple line bleeding occurs intraoperatively, he would use cautery to address. Concern is when it occurs in recovery room. Concerned it could cause hemoperitoneum. When it is raw edge projecting into luminal bowel, difficulty to see and address. Had 2 case where bleeding was coming from the anastomosis that was being created. Had one patient in 4-month period where patient spit up blood. Another one where patient passed blood in stool. That patient was endoscoped but nothing was seen bleeding. He thinks it might have been from the staple line of jejunostomy. Questions were posed to both surgeon: are you seeing oozing in by-pass or just sleeve procedures? Yes, have seen in both. What is the cartridge selection for sleeve and gastric bypass procedures? For sleeve procedures, ethicon uses blue, covidien use gold mostly. In gastric bypass procedures, ethicon use blue on gastro, white on jejunostomy. Covidien use purple on gastro, tan on jejunostomy. Sews the common opening. What does the staple formation look like? The staples look to be in proper shape. Intraoperatively, are you hearing or seeing anything different? Not hearing anything when bleeding occurs. Are you waiting 10-15 second prior to firing? Pulse a little and then fire. Per dr. (B)(6) , he was told you don¿t have to wait to fire with the new echelon device. He is experiencing intraluminal bleeding with pulse firing. Surgeon was reminded that per the IFU, ethicon devices recommend waiting 10-15 seconds prior to firing. When seeing bleeding, how are the staples? Staples are well formed. What is the cartridge selection for sleeve and gastric bypass procedures? For sleeve procedure, use all blue ethicon cartridges. For bypass procedures selection, all blue for sleeve, bypass white for small bowel, blue for the stomach. Additional information was requested, and the following was obtained: were there any difficulties with the use of the device intra operatively? No difficulties intraoperatively how was the jejunostomy created? Non buttressed gst60w with ech60l two firings one proximal of the enterotomies and one distal to the entermotomies i.e. ¿w¿ technique. What color cartridge was being used? Gst60w any issues noted with the staple form? Staple line looked good intraoperatively did the healthcare professional wait 15 seconds after closing the device before firing? Surgeon insists on waiting 30 seconds and pulse fires were any blood products administered? Do not know the answer but believe so bc according to the surgeon ¿the patient lost half of her blood¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.